Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. Based on technician statement, internal leakage test and pressure transducer test failed during pre-use check. According to received service report, replacement of both nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Based on technician statement, the flap of nozzle units was broken and the pm kit was never replaced as it is a billable part and has not been purchased by the user. The root cause is therefore determined as user preference issue.

Event description:
Manufacturer's ref. #: (B)(4).